Event description:
It was reported the pt experienced discomfort at the ipg site. As a result, the pt underwent surgical intervention on (B)(6) 2013 to move the ipg to a different location.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.